Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or ofsubmit this MDR. A customer in (B)(6) alleged the generation of discrepant results for 8 f-label use. Pursuant to the agency¿s instruction, we hereby samples tested on the same cobas sars-cov-2 run (run ID (B)(4)) when compared to repeat test results with the seegene test (negative). The patient samples showed late t1 (sars-cov-2) or t2 (sarbecovirus) CT values with the cobas sars-cov-2 test. No harm or injury was indicated.

Manufacturer narrative:
No issues were identified with the complaint kit lot during the investigation. As the customer was also observing invalid negative controls, due to positive results for t1 and/or t2, at the same time as the discrepancies were reported, sample contamination cannot be ruled out. (B)(6). (B)(4).